Event description:
As reported to coloplast though not verified, patient was implanted with implanted with virtue sling on (B)(6) 2013. Patient reported experiencing perineal pain on and was treated for pain managment.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Device not returned.